Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 and h6 type of investigation has been updated. H6. Medical device problem code a150206 is no longer applicable to this report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported both long and short introducer sheaths kinked inside the patient's body and that they were unable to pass the impella through the sheaths a 16fr gore sheath was used instead. No patient harm has been reported.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in h3. Pd-any device-(twist, bent, kinked): the cause of the sheath kinks was most likely patient condition related due to large amounts of tissue and high bmi.